Event description:
The customer reported via phone call that he needed a new battery for the transmitter. The customer also stated that he was unable to hold a charge more than 10 seconds. The customer's blood glucose was 400 mg/dl. The customer treated his blood glucose with insulin pump therapy. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.